Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced. The system is now operating as intended.

Event description:
The customer reported the system would not produce fluoroscopic x-rays. No report of pt injury.